Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the connector of the therapy connector cable was loose and not seated correctly in its socket on the therapy pcb assembly. Physio-control then reseated the connector and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device would indicate 'connect cable' when a therapy cable was in fact connected. The device was at the time used on a patient in cardiac arrest. The user tried to reconnect the therapy cable but the device would not recognize a cable being connected. The device would therefore not be able to provide therapy. The user then tried with another set of defibrillation pads but the device prompted the same message (connect cable). A back-up device was then requested to treat the patient. There was patient use associated with the reported event, however there was no negative outcome for the patient reported.